Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, although the exact cause of the events cannot be confirmed, procedural factors (multiple attempts to cross the interatrial septum, insertion of longer non-edwards sheath) may have contributed to the interatrial septum tear. Procedural factors (manipulation of the device, additional volume ¿ 5ml) likely contributed to the balloon rupture during deployment of the sapien 3 valve in the existing tricuspid surgical valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a tricuspid valve replacement valve-in-valve procedure on a patient with congenital dextrocardia, a 29mm sapien 3 valve was implanted in an existing surgical valve. Multiple, unsuccessful attempts were made to advance the sapien 3 valve across the interatrial septum. Tee indicated the valve was getting caught on septal tissue. Upon removal of the valve and delivery system, tee confirmed a tear in the interatrial septum. A ¿longer¿ non-edwards sheath was inserted across the interatrial septum. The delivery system and sapien 3 valve were able to cross the existing tricuspid valve. The sapien 3 valve was positioned and the delivery system balloon was slowly inflated. The valve was deployed with 38ml (nominal plus 5ml) of volume. When the balloon was deflated, a balloon "rupture" (blood in the atrion inflator) was observed. The delivery system was removed. Following device removal, tee revealed a 16mm to 18mm tear in the interatrial septum with bidirectional flow. A sizing balloon was inserted to size the tear. An atrial septal occluder (aso) was successfully deployed. The procedure was completed. The patient was extubated and woke up with no neurologic deficits. The patient was transferred to the pacu in stable condition on inhaled nitric oxide and o2. The patient was discharged on postoperative day (pod) 2. The delivery system was not returned to edwards lifesciences for evaluation. The valves remain implanted in the patient.